Event description:
It was reported that the ilet user experienced a low blood glucose, with a nadir of 67 mg/dl and a peak of 261 mg/dl, after eating grapes without announcing a meal. Symptoms included hypoglycemia, hyperglycemia, and brain fog. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.